Event description:
It was reported that the ventilator had an error code indicating co2 rebreathing risk. There was no patient involvement. The customer troubleshot with technical support and was advised to perform performance verification testing (pvt) to determine if the unit is functioning as intended. The customer was advised that the issue may be due to the flow sensor assembly. The customer was provided with part number for the flow sensor assembly.

Manufacturer narrative:
Multiple attempts to retrieve device repair, and operational status has yielded no response from the customer. The complaint will be processed for closure. If additional information becomes available at a later date, the complaint will be reopened, and a supplemental report will be submitted.